Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017; 419688 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high undefined pacing impedance and non-capture. Oversensing and noise were observed upon manual pocket manipulation and the lead was suspected to have fractured. Tachyarrhythmia detections were turned off and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.